Event description:
The device was removed from the packaging, inspected and negative prep was performed with no issues noted. Physician was attempting to implant one resolute integrity in a severely calcified lesion in the lcx with 90% stenosis and moderate vessel tortuosity but resistance was encountered through the lesion. The lesion was pre-dilated. It was reported that stent deformation occurred during positioning and when the stent was removed it was noted that the strut of the stent was damaged. No patient injury or other sequelae were reported for this event. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed during advancement. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 14th and 15th distal segments were deformed.

Manufacturer narrative:
Results: stent deformation, lesion morphology, deformation problem. Conclusions: lesion morphology, stent deformation. (B)(4).